Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked and bleeding lcd glass and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 100mg/dl at the time of the incident. Customer's mother stated that the damage on the pump occurred when customer dropped insulin pump. Customer's mother stated that the insulin pump's screen is damaged and that the screen cannot be read. The customer's mother was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.